Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 500 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer's infusion set has been changed twice and manual injections have been given as well. Customer's mother performed the high pressure test and passed. Customer was advised to change out the entire set, reservoir, insulin and to treat the high blood glucose levels per health care provider's instructions. Customer was advised that the three infusion sets and matching reservoirs will all be replaced. Customer agreed to return the product for analysis. Customer's mother was advised to monitor the insulin pump and call back if further assistance is needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.